Event description:
Major contaminant issue in phs cardiac latex safe packs x 11 or packs. All contaminants in the raytec gauze made by covidien/kendall. Cardiac catalog 621328, lot 1186480 rev25 x3 packs; cardiac catalog 621328, lot 1186480 rev25 x3 packs; cardiac catalog 621328, lot 1186480 rev25 x3 packs; cardiac catalog 621328, lot 1186480 rev25 x2 packs. Focusing on raytec (and not phs packs): phs packs= (B)(4). Same reporter in mw5043161- mw5043178.